Event description:
The report stated that the day following a radio frequency cardiac flutter ablation procedure using a biosense webster generator (non-covidien product) and an e7506 pad, the pt complained of pain on her back where the pad had been placed. The pt was positioned such that she was lying on the pad. The injury appeared red at first but when she returned 2-3 days later, it had darkened and scarred. Injury is size of nickel and may require service of plastic surgeon or skin graft.

Manufacturer narrative:
The incident pad was disposed of by the site, so no testing of the pad could be done. The site has also contacted the MFR of the generator to see if additional pads should be used beyond the number they recommend for their generator. The MFR said that maybe they could use two pads to prevent this in future.